Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 788228) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, fibroids, frequency urinary, dysuria, irregular periods and abdominal tenderness. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2011 for birth control. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced dysmenorrhoea ("debilitating menstrual pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge,"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay,"), fatigue ("fatigue,"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (supracervical hysterectomy (uterus only)), surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage, menorrhagia and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, low back pain, and irregular cycles. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events per pfs: abnormal bleeding (vaginal, menorrhagia) and lower back pain. Lot number added. Medical history and concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 788228-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, fibroids, frequency urinary, dysuria, irregular periods and abdominal tenderness. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("debilitating menstrual pain") and back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge,"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay,"), fatigue ("fatigue,"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage, menorrhagia and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, low back pain, and irregular cycles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation/fallopian tube rupture"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge,"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay,"), fatigue ("fatigue,"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (underwent surgery to remove essure devices), surgery (underwent surgery to remove essure devices) and surgery (underwent surgery to remove essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, rash and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.